Event description:
Patient had cuff leak. Physicians were informed and changed out endotracheal (et) tube. Procedure went well. Et tube checked after tube exchange. Et tube had a pinhole leak which was proven by submerging the tube in water. Doctor wanted it brought to the attention of the manufacturer.